Event description:
As reported by our european affiliate, during the transfemoral tavr procedure, the pre-deployment position of a 23mm sapien xt valve was reviewed using aortic root fluoroscopy and determined to be 50:50. However, during deployment, the valve landed too low at 70:30 ventricular/aortic (v/a), resulting in severe paravalvular leak (pvl). A second valve was successfully deployed, correcting the pvl. The patient outcome was reported to be good. It was perceived that the heavy native leaflet/valve and root calcification contributed to the event. The patient¿s native annulus diameter measured 21mm by transesophageal echocardiogram (tee). Severe native valve and leaflet calcification and severe aortic root calcification was reported.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, in addition to the procedure itself, patient factors (severe annular, native leaflet and aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.